Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the (B)(4) for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
The suspect pleora has been received by the manufacturer for evaluation. Unable to confirm the reported issue. The returned pleora was installed on an imaging system, system readied as expected. 2d and 3d as well as all peripherals functioned as expected.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure, there was a black image displayed on the imaging system after a reboot, the system worked normally. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.